Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0m9wx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having back pain the day prior to the report, so put a heating pad on her lower back where the implantable neurostimulator (ins) was. The patient woke up and was not able to use the bathroom, so had to use a catheter when before she had not. She felt hot in between her legs and put ice there. She confirmed that her ins was on and working. However, the patient felt that by putting the heating pad on her back where the ins was she may have messed it up. The patient was told to contact her physician¿s office. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Follow-up information received from the patient reported that after using the heating pad it took two to three days for therapy to work again, even with ice. She did not have concerns with her device or therapy.